Event description:
It was reported the pt felt tenderness and temperature changes around the ipg site but it was suspected to be related to her muscular disease and post-surgical pain. The following day, the pt had fever and a redness was observed at the ipg site. Follow-up information suggested, the pt was on antibiotics and the redness at the ipg site cleared completely. The pt was doing well with no issues.

Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.